Manufacturer narrative:
Concomitant medical products: (B)(4), pacific lead implanted: unknown; (B)(4), pacific lead implanted: (B)(6) 2001; dtba1d1 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance, oversensing of noise, and a fracture. The lead was programmed off, and then a procedure was performed to cap and replace the lead with an existing low voltage lead. No patient complications have been reported as a result of this event.